Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/ pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently input am instead of pm into pump time setting. Tandem technical support assisted the customer with correcting the time. Additionally, the customer experienced low blood glucose (value not provided), cause was unknown. Reportedly, the customer declined troubleshooting.